Manufacturer narrative:
A review of tickets was performed for lot number 61975un19. The ticket search determined that there is an increase in complaint activity for the likely cause lot, but no trends were identified for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median results for the lot are within established limits. Therefore, no unusual reagent lot performance was identified for lot 61975un19. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 61975un19 was identified.

Manufacturer narrative:
Complete information: patient information: (B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I result for 2 patients. The following data was provided (normal range = 0.00 to 0.03 ng/ml, critical range >0.03 ng/ml): patient 1 (B)(6) 2020: sid (B)(6) results on (B)(4) = 0.2502 ng/ml (positive), <0.0016 ng/ml and <0.016ng/ml, results on (B)(4) = 0.0069 ng/ml and 0.0033 ng/ml. Sid (B)(6) result on (B)(4) = <0.016 ng/ml, results on (B)(4) = 0.0224 ng/ml, 0.0054 ng/ml, and 0.0056 ng/ml. Sid (B)(6) result on (B)(4) = <0.016 ng/ml, result on (B)(4) = 0.0128 ng/ml. Patient 2 (B)(6) 2020: sid (B)(6) on (B)(4) = <0.016 ng/ml, result on (B)(4) = 0.2754 ng/ml (positive). No impact to patient management was reported.